Event description:
As per onkos: left subtotal proximal humerus replacement of the recurrent grade 2 spindle cell sarcoma in 2005 with linear exchange for recurrent subluxation and dislocations in 2018, off-the-shelf components used. With history of subtle and undisplaced periprosthetic fracture at level of tip of glenoid component. Now he has increased recurrent dislocations of the proximal part of the prosthesis in left shoulder (both anterior and posterior). Loosening of the proximal part of the proximal humerus replacement.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.